Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2025 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had difficulty and was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information has been obtained.

Event description:
It was reported that the patient had difficulty and was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information has been obtained. Additional information was received that the patient was doing well postoperatively and the explanted device was kept by the facility.